Event description:
Information was received from the provider that the enclosure of the device appears to have been damaged. It is not known if the patient was using the device at the time of the reported event. The patient did not report any harm. It appears that a failure of the solder joint on the ac inlet caused the event.

Manufacturer narrative:
Na